Event description:
Rptr saw a television report on trocars. When surgeon "popped through" during laparoscopy the trocar nicked a blood vessel and pt lost 45% of blood volume. Pt had to stay in the hosp of 3 days whereas they were supposed to have gone home the night of the surgery to remove their gallbladder. Over the next few months pt experienced weakness and developed mononucleosis. Pt has lver damage because of the blood loss.